Manufacturer narrative:
Evaluation results: (other)- a visual inspection of the returned product shows the lens is torn in half and one haptic is torn off & missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter that the surgeon was inserting a three piece silicone lens model aq2010v and the lens flipped over upon insertion. The surgeon cut the lens to remove it without enlarging the incision and replaced it with another model lens. No pt injury.